Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The measurement cartridge and data files were requested for investigation but they will not be returned. The customer also stated that the operator resolved the issue remotely with the technical solutions center service support. The customer is operational after replacing the measurement and wash cartridges.

Event description:
The customer reported discrepant results for ph, bicarb and be on two rp 500s, one in the ICU and one in the ER. There was no report of injury due to this event.